Event description:
It was reported that the balloon of this fogarty arterial embolectomy catheter appeared to be dry rotted. There was no allegation of patient injury. Our product evaluation lab received one model: 120804fp embolectomy catheter. The customer report of balloon issue was confirmed. Balloon latex appeared deteriorated. The balloon ruptured during inflation test. Balloon latex was released from proximal winding to check balloon edges at the rupture. The edges did not appear to match at the rupture. Latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. No other visible damage was observed from catheter body. An engineering evaluation was performed to assess for any manufacturing related processes which could be correlated to the complaint. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect. A CAPA was initiated to address the balloon - latex deterioration failure for the embolectomy models with a vascupouch packaging. The CAPA has been completed and concluded that the root cause is exposure of latex to ozone, which can happen when the pouch packaged device is stored in rooms with high energy ionizing radiation sources that could generate ozone e.g. Fluoroscopy machines, x ray machines, uv lights, hvac sanitation equipment, etc. Corrective actions have been implemented. As a result, fca 90905 was voluntarily initiated instructing customers to return any product which has been stored in the same room as high energy ionizing radiation sources which emit ozone. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.